Manufacturer narrative:
(B)(4). This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported, during tavr of a 26mm s3 valve in the aortic position via subclavian approach, valve alignment was difficult to perform and diving of the valve into the flex catheter was observed. The thv was advanced across the native aortic valve and an attempt was made to retract the flex catheter. The valve appeared to move on balloon proximally such that it was not between the valve markers on the delivery system. Multiple attempts was made to advance the flex catheter to make contact with the thv again to repeat valve alignment. With the valve slightly misaligned on the markers, the decision was made to deploy the thv. On inflation, there was no expansion of the commander balloon. Blood was seen in the inflation device and balloon rupture was suspected. The decision was made to retract the thv into the esheath and remove sheath and delivery as 1 unit. The thv would not enter the esheath. After much manipulation of the commander system, the thv was retracted into the tip of the esheath. The surgeon then pulled the e-sheath/delivery system as a unit back through the subclavian artery. The esheath would not retract from the vessel/graft. On final removal of the sheath, the ostium of the subclavian artery appeared to be damaged. The patient was bleeding and an occlusion balloon was used to control the bleeding. An attempt was made to repair the ostium of the subclavian artery when the patient became unstable. Life-saving efforts were made but the patient expired. The thv was not deployed.

Manufacturer narrative:
The device was returned for evaluation. The delivery system was partially inserted through the sheath. A bend on the proximal balloon shaft was present due to return packaging of the device. The distal section of the sheath was covered with vascular tissue. CT imagery provided shows a tortuous subclavian access path with no significant straight sections in which valve alignment could potentially be completed. Cine imagery from the procedure was reviewed and does not show valve movement on balloon, but does show the valve not aligned to the marker after the flex tip is retracted. The image confirms the complaint for delivery system ¿ valve movement on balloon. Imagery was also provided showing the devices after the procedure. The delivery system is shown withdrawn into the sheath. Bunching is visible at the distal portion of the delivery system balloon; the bulge sticks out past the profile of the sheath shaft. Vascular tissue is seen wrapped around the sheath shaft. The provided image confirms the complaint of delivery system ¿ withdrawal difficulty from valve, vasculature. The delivery system was visually inspected and the following was observed: crimp balloon torn with balloon wings bent back; gouges on flex tip; compression of distal flex shaft. Due to the condition of the returned delivery system (balloon torn), no functional testing was able to be performed. Dimensional analysis were performed; double wall thickness measurements were taken on the crimp balloon along the balloon separation. The measurements meet the double wall thickness specification of minimum 0.0045¿. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event. A lot history review was performed and revealed no additional complaints relating to balloon ¿ torn, delivery system; withdrawal difficulty from valve, vasculature, or delivery system; and valve movement on balloon. A review of the complaint history from december 2017 to november 2018 revealed other similar returned complaints for balloon ¿ torn, and delivery system ¿ withdrawal difficulty-from valve, vasculature (all models and all sizes) which were confirmed. However, no manufacturing non conformances were identified. A review of the complaint history revealed that the occurrence rate did not exceed the control limit for both trend categories. A review of the complaint history was performed for delivery system ¿ valve movement on balloon on the commander delivery system (all models and sizes). Review of these complaints identified patient/procedural factors as potential root causes for this issue. The investigation and associated risks are documented in a product risk assessment (pra). Additionally, a CAPA was previously initiated to document the investigation and drive corrective/preventive action as appropriate. Based on the available information the root cause of the reported complaint is related. A review of the complaint history revealed that the occurrence rate did not exceed the november 2018 control limit for the trend category of valve movement on balloon. A review of the instruction for use (IFU) and training manual revealed no deficiencies. During the manufacturing process, the commander delivery system underwent the multiple processing and inspections. The crimp balloon was 100% inspected for the following, distal and proximal inner diameter, wall thickness, and foreign matter, impurities, contamination, fisheyes, and gel spots. During balloon manufacturing, the inflation balloon is inspected for the following, the balloons are 100% dimensionally inspected for wall thickness, balloon leg, inner and outer diameter, the balloons are 100% inspected for visual defects. During manufacturing, the crimp balloon to inflation balloon laser bond was 100% inspected for a smooth bond joint with no gaps between components, bubbles in the bond area, and burns. Balloon inspections are also 100% completed during balloon pleat, fold, and forming process and rejected for distorted/pinched folds. During manufacturing, the commander delivery system was 100% inspected by manufacturing and quality for the following, defects and cosmetic appearance under minimum 2.85x magnification, mechanical damage (e.g. Kinks, breaks), assembled device dimensional inspections (distal end of flex tip to distal end of color band; distal end of nose tip to distal end of flex tip; distal end of nose tip to distal end of balloon shaft). Devices are 100% leak tested. All manufacturing lots undergo product verification (pv) testing on a sampling plan. During product verification testing, balloon burst pressure testing was performed on a sampling basis and was measured to have a lower tolerance limit of 10 atm for the work order. This work order met the statistical acceptance criteria of minimum 7 atm. Delivery system retrieval force testing was also performed. The retrieval force for the work order was calculated to have an upper tolerance limit of 18n. This work order met the statistical acceptance criteria of maximum 38n. Additionally, under pv tensile testing for wo# 61468212, crimp balloon to inflation balloon bond tensile strength was tested. The work order was calculated to have a lower tolerance limit of 50n, meeting the acceptance criteria of minimum 38n. These inspections support that it is unlikely that a defect present in manufacturing contributed to the complaint. The complaints for balloon ¿ torn, delivery system ¿ withdrawal difficulty-from valve-vasculature, and delivery system ¿ valve movement on balloon were confirmed based upon visual inspection of the returned devices and imagery review. No manufacturing non-conformances were identified and review of available information (complaint history, lot history, and DHR) did not identify any evidence of manufacturing non-conformances. A review of manufacturing mitigations supports that the balloon and delivery system have proper inspections in place to detect issues related to the complaint event. Further, no training/IFU deficiencies were identified. A review of complaint history revealed that potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in a product risk assessment (pra). Per device training materials, valve alignment should be done in a straight section of the vasculature. If the physician performs the valve alignment process in a tortuous anatomy, it may result in increased forces being applied to the crimp balloon. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. The flex tip gouges noted are indicative of valve diving and high alignment forces. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces which may result in a crimp balloon tear. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question when valve alignment was performed with residual fluid in the balloon. If the balloon tore during valve alignment, completing the valve alignment would cause the balloon to compress without further advancing the valve onto the balloon. In this situation, once the flex tip is retracted, the balloon would decompress, giving the appearance of the valve moving back. Once the balloon tore, it is possible that the delivery system or valve got caught on patient vasculature during withdrawal. This would have resulted in the reported withdrawal difficulty. It is likely that patient factors (tortuosity) contributed to the complaint events. Previously, to address the emerging trend in I/c bond complaints, the tubing and resin lots for the crimp balloon underwent further review. This review identified a correlation between recent increase in complaint rates with alternate extrusion processing methods. A DHR review revealed that the extrusion lots used in the work order of the complaint device are not suspect lots. Additionally, a review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure. The complaint for balloon ¿ torn, delivery system ¿ withdrawal difficulty-from valve, vasculature, and delivery system ¿ valve movement on balloon were all confirmed. No manufacturing non-conformances were identified. The complaint for balloon-torn is attributed to procedural factors (valve alignment performed in non-straight section). Per management discretion, the balloon torn issue and its associated risks have previously been documented and assessed in a pra. In addition, to address the emerging trend in ic bond complaints, CAPA is being updated. The complaint for delivery system-withdrawal difficulty-from valve, vasculature is attributed to procedural factors (withdrawal of non-deployed valve/torn balloon). Available information suggests that procedural factors (valve alignment performed in non-straight section) may have contributed to the complaint for valve movement on balloon. Since no product non conformances or IFU/training inadequacies were identified and the respective trend categories do not exceed control limits, no corrective or preventive action is required at this time. Pra was previously initiated per management discretion and CAPA was initiated for further investigation and potential corrective/preventive action(s).